Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter fracture is confirmed, but cause is unknown. One photograph was returned for evaluation. The photograph contains a gloved hand holding what appears to be a powerpicc catheter. Wear of the depth markings is apparent and a circumferential split in the tubing is also apparent. The split appears to have well defined, straight edges and displays what may be permanent deformation. Although the apparent wear of depth markings, longitudinal orientation, and permanent deformation suggest possible flexural fatigue/cyclic kinking of the catheter, it is not possible to confirm a cause without closer examination of the catheter. Therefore, the complaint of catheter fracture is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility to the sales rep that the catheter fractured. No other information was reported, but has been requested. (B)(6) 2017 - additional information reported by the facility that the catheter was working for at least 2 weeks, when patient began complaining of "leaking". When device was removed the tear was noted on the catheter. No harm to the patient.